Event description:
Libre 3 blood sugar testing kit, labeling did not adequately state that finger stick vs reader could be drastically different. This resulted a blood sugar by finger stick, whereas reader only showed 69. Almost died or serious life-threatening event from low blood sugar. Noticed that at higher readings reader vs finger stick drastically different that resulted in giving to much insulin and getting very low blood sugar by finger stick. Recommend that company provide more testing on reader at various readings compare to finger stick and amend labeling accordingly.